Event description:
Customer's mother reported customer was hospitalized due to low blood glucose and urinary tract infection. Blood glucose level at the time of admission was 153 mg/dl. It was found that the infection was the reason for low blood glucose. No other information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.